Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. The device was inspected and tested on 14th of october 2020. Within this inspection, functional testing and visual inspection was made. The result was: no failure found that cold contribute to the reported event. Therefore, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service has been contacted on 23rd september 2020 by distributor. Distributor stated that their customer reported an incident on (B)(6) 2020 with the following description: lateral positioning of the patient. Fixation of the skull clamp with 2-pin side at forehead and 1-pin side occipital. Check of all critical connections at the skull clamp and the base unit. Preparation of the patient and check of navigation. Very good accuracy. After skin incision a head movement has been detected and navigation indicates a shift. Skull clamp seemed to be fixed. We are suspecting that the pressure mechanism has been yielding. The fixation of the skull clamp on the head is no longer sufficient. A slightly rotation of the head has been detected. This movement caused the shift of the navigation. Skull clamps has been replaced (approximately 30 min delay of surgery). No impact to the patient.